Event description:
It was reported on 05/03/2016 data received from analysis of lvad device that shows batteries (B)(4) (#3) and (B)(4) (#6) potentially with some toggling back and forth between power sources. Recommendation to observe batteries for further issues with toggling or replace if they continue. Batteries marked and pt instructed to watch over next week. On (B)(6) 2016, pt reported that hardware batteries (B)(4) still toggling when connected to controller. Batteries retrieved and replaced under warranty with new heartware batteries (B)(4).